Event description:
It was reported that the autopulse resuscitation system displayed a user advisory message of ua07 (discrepancy between load 1 and load 2 too large). Wide separation on loads cells. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.